Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited loss of capture and was dislodged. The lead was explanted and replaced. The patient did not experience any complications.